Event description:
Customer reported blood glucose results of 380 mg/dl on the advantage system and 120 mg/dl within 10 minutes on a professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.